Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the electrode insulation dislodged from the tip during the procedure. The pieces fell into the patient. All three pieces were retrieved. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the polytetrafluoroethylene (ptfe) insulator to have disengaged from the electrode. The insulator was not returned. Eschar was noted under the blue shrink sleeve. The reported condition was confirmed. Visual inspection found eschar on the electrode blade, blue sleeve deformation and the disengaging of the ptfe insulator from the electrode. The blue heat shrink insulation holds the ptfe insulator in place. Damage to the shrink sleeve can cause the ptfe insulator to disengage. The damage to the shrink sleeve indicates the device was exposed to excessive heat from either the build up of eschar on the electrode or from using too high of a power setting on the generator. The customer did not report what power settings were used in the procedure. The investigation identified the probable root cause of the reported event to be user exposing the electrode to excessive heat either by using too high of a power setting on the generator or by allowing excessive eschar to build up on the electrode blade and under the blue shrink sleeve. The IFU (instructions for use) states, tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material. The IFU cautions: do not exceed maximum power limits as stated in the instructions for use. Exceeding these power settings may result in patient injury or product damage. If information is provided in the future, a supplemental report will be issued.